Event description:
Healthcare professional reported a xen®45 gts "felt stuck, the hole we put this through isn't even here, it's as if this drum had rotated in the opening" prior to implantation. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, healthcare professional reported a xen®45 gts "blue slider felt stuck, the hole we put this through isn't even here, it's as if this drum had rotated in the opening causing the handpiece of the injector to separate" during implantation in right eye.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, b5, b7.